Manufacturer narrative:
Visual examination of the returned device found that the hypotube and distal sub assembly extrusions were kinked at various locations along its length. An examination of the distal subassembly found that the outer extrusion was perforated outwardly. This damage is consistent with the guide wire having perforated out through the inner and outer extrusions, through some form of device mishandling, at approximately 8.2 cm proximal to the distal edge of the tip. No other issues existed with this device. A review of the manufacturing record for this batch number shows that the device met its material, assembly and product specifications. The most probable root cause of the shaft perforation may be attributed to handling.

Event description:
Event determined to be reportable based on analysis approved 11/12/2007. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, catheter damage occurred. The lesion location, percent of the stenosis, degree of calcification, and vessel tortuosity are unk. The maverick2 15mm x 2.5mm balloon catheter was loaded onto another manufacturer's guide wire. Upon advancing the guide wire a few centimeters through the balloon catheter, the physician noted that the guide wire exited through the shaft of the balloon catheter. The balloon catheter was not used. Another of the same device was used to complete the procedure. The patient's status unk. Device analysis revealed an outward shaft perforation.